Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 6f exoseal vascular closure device (vcd) did not change during withdrawal. The device was removed, and hemostasis was achieved with manual compression. There was no reported patient injury. The device was used for hemostasis in a right superficial femoral artery (sfa) treatment via an ipsilateral antegrade approach. It was inserted into a 6f short sheath and used according to the normal procedure. Backflow stopped prior to withdrawal, and the device was carefully withdrawn further without any change in the visual indicator, and it came out as-is. The device will not be returned for evaluation.